Event description:
Unomedical reference number (B)(4). Event occurred spain. It was reported that patient faced four infusion sets cannula kinked events on (B)(6) 2024. All the events occurred within 3 hours of insertion and the infusion sets were in use for few hours. The patient resolved all the events by replacing infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) .